Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem technical support and no issues were identified. There was no adverse impact to customer¿s blood glucose level. Customer changed the pump supplies and resumed insulin delivery.